Event description:
It was reported that during a da vinci si prostatectomy procedure, the customer noted that the monopolar curved scissors (mcs) instrument were dull. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was placed on in-house da vinci robot system to perform a latex cut test. The mcs instrument cut cleanly through a 0.006 latex. The blades were not damaged. Additional observation not reported by site was main tube damage. Engineering found a crack near the distal end of the main tube. Instrument passed electrical continuity test. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.